Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d implanted: (B)(6) 2014; 407652 lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) for right ventricular (rv) lead impedance variation and high rate non-sustained episodes. The rv lead also exhibited high thresholds, high rv defibrillation impedance, high rv pacing impedance, high superior vena cava (svc) defibrillation impedance , a suspected fracture, oversensing of noise, and delivered inappropriate therapy. Rv lead detections were programmed off and a lead replacement is planned. Additional information reported possible high left ventricular (lv) lead threshold and an alert for high undefined lv lead impedance. The lv lead remains in use. No further patient complications have been reported as a result of this event.